Event description:
It was reported, syringe 30 ml, foreign matter. 5 syringes unusable. The following was provided by the initial reporter: we are having issues at xxxx for this product: xxxx team noticed an unexpected substance on five 30ml bd syringes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.